Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the battery cap and cartridge cap were not returned; therefore, test caps were used to complete investigation. Investigation revealed the text on the display screen was dim, faded and reddish. The battery compartment was also cracked below the bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
Investigation revealed the text on the display screen was dim, faded and reddish. The battery compartment was also cracked below the bumper. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015.